Manufacturer narrative:
(B)(4). The original patient circuit was still on ventilator when the service engineer arrived to troubleshoot. The service engineer tried running a short self test (sst) with the original patient circuit but the sst failed. Examination of the patient circuit found much condensation in the exhalation valve flow sensor assembly (evq) and filter. The evq was replaced. The product manual states that the filters should frequently be monitored for increased resistance or blockage. Flow sensor and exhalation valve sensor calibrations were performed. The flow sensor calibration passed but the exhalation calibration did not. The exhalation valve was then replaced which corrected the issue. The ventilator then passed all performed testing and calibrations.

Event description:
It was reported that the ventilator had a severe occlusion alarm along with a reading three times the actual set volume during patient use. The patient had been on the ventilator and mucomist for approximately one week. When the ventilator alarmed, the patient was transferred to an alternative ventilator without any reported harm.

Manufacturer narrative:
An exhalation valve assembly was returned to covidien/ medtronic¿s product analysis. The returned component was installed into a test ventilator for analysis; when attempting to connect the exhalation valve flow sensor (evq) the unit was found that the evq would not stay in position. The exhalation valve was removed from the ventilator and a visual inspection revealed that the base latch, the pan head screws and the emi finger were all missing from the unit. The product analysis technician reported that these parts needed to be in position for the evq to clip and remain in contact with the exhalation valve and due to this the root cause could not be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.